Event description:
It was reported the bronchovideoscope exhibited a line coming on the screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6, h8, the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes include damage or deterioration, environment problem like as dust/dirt/humidity, optical problems, overheating problems, and electrical problems like as signal loss or open circuit without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.